Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reverting to the settings mode when attempting to test his blood glucose. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter issue began at an unspecified date and time, one week prior to contacting lfs. The patient informed the cca that he manages his diabetes with a fixed dose of insulin (20 units lantus once daily) and denied making any changes to his usual diabetes management regimen due to the alleged issue. The patient reported that he started ¿sweating more than usual¿ at an unspecified date and time after the alleged issue began. The patient reported treating himself with juice in response to the symptom. The patient denied using any other device to test his blood glucose. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca educated the patient on the correct testing procedure and walked the patient through a retest. The alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.